Manufacturer narrative:
The actual device was returned for evaluation. However, the device was misrouted or lost after receipt. Investigation could not be completed at this time. This issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate."

Event description:
On (B)(6) 2013 (B)(6), a representative from synthes (B)(4), contacted product support on behalf of (B)(6) to request the return of multiple devices. The reason of return was due to residue in the sterile pack. These devices were discovered with the reported observations during an initial inspection at the distribution center in (B)(6). These are unused devices. They were not used during a procedure, and there were no injuries reported. There were no reports provided filed by the facility. No additional information was provided.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.